Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055940) on 22-oct-2015. The most recent information was received on 21-sep-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("device migrated from her fallopian tube/tubes were not closed, that it may have spit the coil out/malposition of essure device location of device: abdominal cavity/migration of essure device location of device: colon") and pregnancy with contraceptive device ("had other kids after the essure was implanted (three kids later)/pregnancy (no complications)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not closed, that it may have spit the coil out". The patient's past medical history included multi gravida and multiparous. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("periods would be very bad, heavy, the worst cramps ever/heavy menstrual periods"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("real bad cramps/pain lower left abdominal"), back pain ("back aches"), dysmenorrhoea ("periods would be very bad, heavy, the worst cramps ever"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (exploratory bilateral salpingectomy to remove the essure coils.), surgery (exploratory bilateral salpingectomy to remove the essure coils.) And surgery (exploratory bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: case: (B)(4) (anchor case) is linked with case: (B)(4) and case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion imaging studies revealed that the device had migrated bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), the second episode of device expulsion ("device migrated from her fallopian tube/tubes were not closed, that it may have spit the coil out/malposition of essure device location of device: abdominal cavity/migration of essure device location of device: colon") and pregnancy with contraceptive device ("had other kids after the essure was implanted (three kids later)/pregnancy (no complications)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not closed, that it may have spit the coil out". The patient's past medical history included multi gravida and multiparous. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("periods would be very bad, heavy, the worst cramps ever/heavy menstrual periods"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("real bad cramps/pain lower left abdominal"), back pain ("back aches"), dysmenorrhoea ("periods would be very bad, heavy, the worst cramps ever"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (exploratory bilateral salpingectomy to remove the essure coils.), surgery (exploratory bilateral salpingectomy to remove the essure coils.) And surgery (exploratory bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, the last episode of device expulsion, pregnancy with contraceptive device, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: case: (B)(4) (anchor case) is linked with case: (B)(4) and case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion imaging studies revealed that the device had migrated bilaterally. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported lack of efficacy is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and medical record received: reporter information, patient details, pregnancy outcome (from not reported to live birth; child healthy), other relevant history, lab data and events- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migration of essure device location of device: uterus/colon, perforation (fallopian tube(s) were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055940) on 22-oct-2015. The most recent information was received on 17-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe: myometrium or peritoneal cavity"), device expulsion ("migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("device migrated from her fallopian tube/tubes were not closed, that it may have spit the coil out/malposition of essure device location of device: abdominal cavity/migration of essure device location of device: colon/failure to occlude(fallopian tube)") and pregnancy with contraceptive device ("had other kids after the essure was implanted (three kids later)/pregnancy (no complications)" in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not closed, that it may have spit the coil out". The patient's medical history included multi gravida and multiparous. Imaging studies revealed that the device had migrated bilaterally. Essure confirmation test: (B)(6) 2011:result- perforation (other) please describe: myometrium or peritoneal cavity, malposition of essure device. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain / pain right sided , sometimes left sided"). In 2010, the patient experienced menorrhagia ("periods would be very bad, heavy, the worst cramps ever/heavy menstrual periods") and dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("real bad cramps/pain lower left abdominal"), back pain ("back aches"), dysmenorrhoea ("periods would be very bad, heavy, the worst cramps ever"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (exploratory bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and female sexual dysfunction outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: case: (B)(4) (anchor case) is linked with case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram: on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Reporter's information was updated. Event added from lab test 'perforation: myometrium or peritoneal cavity'. Onset date of the events updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a female consumer and describes the occurrence of device dislocation ("device migrated from her fallopian tube/tubes were not closed, that it may have spit the coil out") and pregnancy with contraceptive device ("had other kids after the essure was implanted (three kids later)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not closed, that it may have spit the coil out". On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("periods would be very bad, heavy, the worst cramps ever/heavy menstrual periods"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("real bad cramps"), back pain ("back aches") and dysmenorrhoea ("periods would be very bad, heavy, the worst cramps ever"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (exploratory bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: case: (B)(4) (anchor case) is linked with case: (B)(4). Diagnostic results: imaging studies revealed that the device had migrated bilaterally. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported lack of efficacy is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 28-jul-2017: summons received: case became potential legal. Case upgraded to incident category. Reporter was added. Indication was added. Product information was updated. Events pain during intercourse and device migrated from her fallopian tube were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.